Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
On (B)(6) 2014, it was reported that the patient's infusion set was broken between the cannula and the infusion tubing. The patient noticed insulin leaking. No adverse event was reported. The infusion set was requested to be returned for product evaluation.